Event description:
The customer's family member called regarding unexplained hbgs. Troubleshooting was done and the pump passed testing. A few days later, it was reported that the customer was hospitalized for dka. The family member indicated that the md stated that the customer was resistant to the insulin they were using at the time of the event occurred. Moreover, the md changed the insulin to a different type and the customer's bgs are back to normal. The family member declined to troubleshoot at the time of the call. A few days later, the customer called back and stated that the md wants the pump the customer's family member called regarding unexplained hbgs. Troubleshooting was done and the pump passed testing. A few days later, it was reported that the customer was hospitalized for dka. The family member indicated that the md stated that the customer was resistant to the insulinthey were using at the time of the event occurred. Moreover, the md changed the insulin to a different type and the customer's bgs are back to normal. / the family member declined to troubleshoot at the time of the call. A few /// days later, the customer called back and stated that the md wants the pump